Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a stapled hemorrhoidectomy procedure, the blade deployed but no staplers came out. The device was taken out, and the patient¿s anal mucosa was sutured. The procedure was converted to an open. There were no adverse consequences for the patient. Additional information being requested.

Manufacturer narrative:
(B) (4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods, the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Additional information received on 1/21/2010: the pph case converted to open is due to the pph stapler's blade was deployed with no staplers to staple the cutting side. Because of this, surgeon has to suture the cutting incision to stop the bleeding. The patient is going well after the case, but the hospitalization period is longer as normal pph case. Additional information received on 1/27/2010: this case actually is stapled haemorrhoidectomy. Normally, pph cuts and staple at the same time, but in this instrument it only cut but no stapler stapled at the cutting side of mucosa. Staple is meant for vessel ligation. Unfortunately, the staplers didn't come out from the pph, it has cause the vessel didn't ligate at the same time after cutting. The blood just shot out like fountain. Thus the surgeon can't use any other stapler as the cutting side is situated above the dentate line. So, the surgeon had to use the suture bite by bite to stop the bleeding from the vessels otherwise patient would suffer from serious blood loss. Additional information received on 1/28/2010: the surgeon sutured the circumference to replace the stapling circumference to stop the bleeding and complete the case. Suturing instead of device stapling is the ¿conversion to open.¿ the patient had stayed in the hospital for a week versus to normal pph just only 1-2 days.